Event description:
A report was received that stated the pt was receiving an infusion via an implantable portable access system. The suspect medical device was utilized as the needle to access the implantable infusion system. Following insertion of the device into the portal access system, the safety device would not activate. As a result, the needle was not fully captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
The suspect device was returned and evaluated. The visual inspection of the device found that the needle and trocar had been bent approximately 15 degrees from the proper orientation. Testing of the device's safety mechanism found that the mechanism could not be activated due to the bent needle and trocar. This type of bending can occur when the needle and trocar are subjected to a force that is not perpendicular to the needle's axis. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.